Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a ¿scale reading error¿ message that was received after drain 2. The patient discontinued treatment as the alarm was unable to be cleared. A review of the patient¿s treatment records identified that the patient drained 4980 ml during drain two of the treatment. This drain volume is 199% the patient's fill volume of 2500 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. It was reported the patient would use an alternate treatment. The patient¿s pdrn verified that the patient did not experience any injury, adverse event, or require medical intervention as a result of the issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. They cycler passed the system air leak and voltage check. Load cell value and verification testing was performed with no issues noted. An internal inspection of the cycler did not display the presence of visible liquid or evidence of past fluid within the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.